Event description:
It was reported that the lesion was located in the mid rca, which was 99% stenosed with a superior takeoff, and no calcification. After pre-dilatation with another company's balloon catheter, the physician advanced the stent delivery system, but was not able to cross the lesion. The device was removed from the anatomy, and the stent was found to be separated. The stent was retrieved with a snare wire and the procedure was completed with another company's stent.